Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that he experienced high blood glucose. The customer's blood glucose was over 200 mg/dl at the time of incident. The customer's blood glucose was 382 mg/dl at the time of call. The customer's blood glucose was 418 mg/dl at the end of call. The customer's spouse stated that he treated his high blood glucose with manual injections. The customer's spouse performed troubleshooting and did not found air bubbles, leaks, insulin issues and setting issues. The customer's spouse stated that the cannula was curved. The customer's spouse performed high pressure test and the insulin pump passed. The customer's spouse was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.